Event description:
It was later reported that the patient had withdrawal symptoms. The patient recovered without sequela after the device was removed and was receiving effective therapy again.

Event description:
It was reported that the patient had increased symptoms and numbness on the opposite side of body to the pump. The managing health care professional (hcp) reported refill discrepancies. The actual volumes were not known at the time of report. The actions required as a result of the event included reprogramming. Diagnostic testing included a (B)(6) study after performing an inconclusive (B)(6) study. The hcp could not finish the (B)(6) study. The product issue was not resolved and the cause of the issue was not determined. It was noted that there was an unknown catheter issue. The location of the catheter issue was an unknown location. The actions required as a result of the event included revision. A revision was planned but not yet performed at the time of report. It was noted that patient had pain and underdose symptoms. At the time of report the patient¿s status was alive ¿ no injury. It was later reported that the patient was scheduled for a full removal and replacement of the catheter and pump. The pump was used to infuse morphine and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).